Manufacturer narrative:
(B)(4). The lot number was provided. 6 unused representative samples with the same part and lot number as the complaint device were returned for evaluation. Functional testing was performed on all of the returned devices and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, after the clip was deployed and the device was removed from the patient anatomy; however, hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.